Event description:
On (B)(6) 2012, the patient's mother contacted animas to order supplies and mentioned that her son was just released from the hospital after he had food poison and dka. The reporter did not know all the details about the hospitalization. Animas made several attempts to contact the patient for more information. A letter was sent to the patient, requesting for a call back to animas. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy. It is not clear if the product malfunction, diabetes management, use error, or intentional misuse contributed to the alleged hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).